Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the pylorus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021.during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. The procedure was completed with another resolution 360 clip device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter had kinks along of its body. Microscope examination was performed, and it was observed that the coil was kinked and unraveled. There was a hit mark found on the bushing hook. Additionally, x-ray analysis was performed on the device and it was noted that the spring/control wire was stuck at the spool, indicating that the customer faced difficulty in releasing the clip from the catheter. Dimensional evaluation was performed on bushing outside diameter, and it was noted to be within specification. Further dimensional analysis was performed between the hooks of the bushing, and it was confirmed that sides a and b were within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: block e1 (initial reporter state)

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the pylorus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.